Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. G5: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2019, the plate broke insitu, and a non-union occurred which was potentially due to infection. The hardware was removed and a new construct was implanted. This report is for one (1) 2.7mm/3.5mm va-lcp postlat dstl hum pl 7h/rt/127mm-long this is report 1 of 10 for pc-(B)(4). This pc-(B)(4) captures 10 devices out of 20 and houses 10 impacted products of the 20 unique part and lot number devices, while pc-(B)(4) captures 10 devices out of 20 and houses 10 impacted products of the 20 unique part and lot number devices.